Manufacturer narrative:
Device powered up properly after battery installation. No critical pump error (open book image) alarm noted. Device passed the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarm. The customer¿s blood glucose level was unknown mg/dl at the time of the incident. The customer stated that troubleshooting was performed for the critical pump error alarm. The insulin pump will be returned for the analysis.